Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported that on (B)(6) 2021, there were three false positive patient results reported for sars-cov-2. Along with the three false positive patient results, one water sample was processed , which also produced a positive result. The ambassador was on site and tested 44 environmental samples, confirmed 3 spots were contaminated. According to the customer, as per site policy all patient samples that test positive are not immediately reported to the physician. Such samples are re-tested on the same alinity m instrument and on seegene platform within 6-9 hours. For the three patient samples in this ticket, both results were negative, when repeated. Negative results were reported to attending physicians and there were no known issues with negative results. Cause of false positive initial result was due to contamination. Customer was educated on good laboratory practices when working with pcr products. Customer understands and has successfully decontaminated instrument. Instrument has been performing per specifications. There were no patient management impacted reported due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: a device history record review could not be performed as lot number was not known. Quality data review: a CAPA search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. This CAPA review identified zero (0) non-conformances related to the reported complaint. Complaint history review: a part specific (9n78) and a keyword (contamination) search of a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported contamination while using alinity m sars-cov-2 amp kit (list 09n78-90). The complaint history review identified 10 additional complaints related to contamination for alinity m sars-cov-2 amp kit (list 09n78-90): 8 tickets were independently investigated and no product deficiency was found. 1 ticket is under investigation currently, and 1 ticket was resolved via troubleshooting. Based on the results of the investigation elements, a product deficiency for alinity m sars cov-2 amp kit (list 09n78-90) was not identified.